Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.

Event description:
Additional information was received that the ra lead exhibited noise with movement of the left arm. No oversensing was observed as a result.